Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024, therefore, is under way. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old female was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and was receiving a percutaneous coronary intervention. The pump was pulled back into the descending aorta and the doctor attempted to pull the impella back and was met with resistance. The doctor forcefully pulled the impella and separated the motor house. The catheter came out with the distal part of the impella remaining in the sheath. The wire was still in place, so the doctor removed the sheath and tightened the perclose sutures obtaining hemostasis.

Manufacturer narrative:
The investigation for the product damage has been completed the pump was inspected and the cannula detachment was confirmed close to the motor housing. Clinical mentions excessive force by md when pulling impella. The root cause of the product damage (detached inflow/outflow - great vessel) was determined to be use-related as evidenced by clinical details.